Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. The oversensing was noted on a stored electrocardiogram and the patient did not receive therapy during the oversensing. Programming changes were made and the patient remained asymptomatic throughout.